Manufacturer narrative:
Additional information: h6. Additional information h11: a review of the event history log for the reported event date shows the pump operated in ac and battery modes, delivering nitroglycerin and heparin infusions with multiple user interactions, including dose adjustments and tubing reloads. Several ¿downstream occlusion!¿ alarms occurred during both infusions, along with a brief network disconnection and a ¿load sequence alarm.¿ nothing conclusive could be determined from the event history log to help identify the cause of the reported under infusion of heparin. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported issue was not reproduced. Evaluation sent device to flow lines for flow testing at 40 ml/hr for 60 mins at 40 vtbi with the results of 40.080 and passing error percentage of 0.2%. Evaluation determined that no further testing is required. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump did not alarm and appeared to be running without issues during heparin therapy. "Patient was on heparin drip at 12 units/kg/hour. Ptt 77.1 at 00:09. Next ptt drawn at 08:40 was 32.3. IV site not infiltrated, flushing well with brisk blood return. The pump did not alarm and appeared to be running without issues. The volume to be infused (vtbi) was consistent with heparin bag amount. Nurse practitioner (np) notified. The heparin drip was increased to 14 units/kg/hour at 11:10am. Next ptt was drawn at 17:23, resulted 29.6. Upon assessment, the IV site was flushing well with brisk blood return. The pump appeared to be running and was without alarms all day, but the vtbi did not match what appeared to be in the heparin bag. Event occurred in the mil 5 ccu department. No further information was available at the time of this report.